Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and breaking the center screw of the baseplate. The surgeon went in and replaced the baseplate, screws and glenosphere as well as the poly.